Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck inside vagina [foreign body in reproductive tract]. Painful - vagina [vulvovaginal pain]. Painful - tampon [medical device site pain]. Painful to get out tampon [complication of device removal]. Strings come off tampon [device breakage]. Case description: consumer reported via social media that tampon strings come off. No serious injury reported.